Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, all bands fired off at first click. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 30, 2021. It was reported that the shrink wrap was removed from the ligator head right before being placed onto the tip of the scope which is earlier in the process than what is instructed in the instructions for use (IFU). The device was returned.

Manufacturer narrative:
Block h6, e1 (initial reporter last name), h6 (device codes) updated with additional information received on november 30, 2021. Block h6: medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The ligator head was returned with all the bands attached. The suture thread was found dislocated from the teeth. The handle assembly was not set up. No other problems with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the shrink wrap was removed from the ligator head prior to placing on the endoscope. This is earlier in the preparation process than what is instructed in the IFU. The IFU state, "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". Failure to follow this step could have led to the suture thread dislocating from the teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, all bands fired off at first click. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.